Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, lot# 0210814806, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Device evaluation: analysis of the lead found the #0, #1, #3, #4, #5, #6, and #7 conductors were broken 24.5 cm from the distal end.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿no sufficient pain relief¿ and ¿no pain relief at the right spot¿ as of (B)(6) 2016 or about 7 months after implant. Impedance testing was performed and found high lead impedances. It was noted the patient was programmed for high density stimulation and that reprogramming the patient was impossible. The lead was replaced as a result of the event and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.